Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an issue with the pixels on the pump display screen. There was no reported impact to the customer's blood glucose level. The customer declined providing further details regarding the display screen and declined troubleshooting with tandem technical support.